Event description:
It was reported that a tear (or a pinhole) was found in the breathing bag. No patient injury was reported.

Manufacturer narrative:
Other, other text: one breathing bag was returned. Visual inspection confirmed there was a tear near the connector of the bag. It was concluded that failure reported could not be reproduced in the manufacturing process. The damage must have occurred after the product left the facility. A root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly and packaging. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process. No lot number was provided for performance of a device history record review.